Manufacturer narrative:
Investigation is ongoing.

Event description:
Per report received from japan, a patient underwent a transfemoral (tf) transcatheter aortic valve replacement (tavr) and received a 23 mm sapien 3 ultra resilia (s3ur) valve. The esheath (esp) was inserted from the right femoral artery (rt-fa). There was no difficulty experienced during inserting or withdrawing the esp. The valve was implanted as planned. When withdrawing the esp, it was confirmed that the seam part of the esp was torn, and bleeding occurred from the seam of the esp. Therefore, blood transfusion was performed. The patient recovered without problems.

Manufacturer narrative:
A supplemental MDR is being submitted due to product evaluation findings. Sections b4, g3, g6, h2, h3, h6: type of investigation, investigation findings, investigation conclusions and h11 has been updated. The device was returned to edwards lifesciences for evaluation. The returned device was visually examined, and the following was observed: curvature was noted on the sheath shaft and introducer shaft, likely due to packaging; distal tip was opened as designed; and liner was torn approximately 7.75" in length, starting from approximately 2.75" from distal strain relief. Due to the nature of the complaint, no applicable functional testing was able to be performed. Dimensional testing was performed and found that all measurements were found to be within the specification. The complaint was confirmed through visual observation. The complaint for "sheath liner torn" was confirmed based on the visual evaluation of the returned device. Available information suggests patient factors (calcification) likely contributed to the event as it was reported that calcification was present in the patient's abdominal aorta. Calcification can damage the exposed portion of the sheath liner, which can lead to immediate cutting, tearing, or weakening of the liner. A weakened liner can also tear during advancement or retrieval of the delivery system or balloon cathether. A technical summary applies to this complaint event and establishes, through extensive complaint investigations, that sheath liner tear events have not been associated with device malfunctions or manufacturing nonconformances. Rather, the root cause for these events have historically been due to vessel tortuosity, calcification, and/or withdrawal of an altered balloon profile of the delivery system or bav. Review of the IFU and training materials is detailed in the technical summary and continues to provide adequate instructions on device use, risks, and precautions. In addition, review of manufacturing mitigations is captured in the technical summary, which are still in place. With no unique issues or concerns raised with this complaint, this event will be included in ongoing monitoring and trending. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required at this time.